Event description:
It was reported that patient had pain the night after the trial lead was implanted. The cause was unknown and no troubleshooting was performed. Manufacturer representative (rep) reported the issue was resolved with device removal in the emergency room. The rep indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturing representative indicated that there are no additional factors thought to have caused post procedure pain after the trial. The cause of the pain is thought to be from the trial procedure.